Event description:
On (B)(6) 2015, (B)(6) rn called to report an adverse event with belotero. (B)(6) reported she injected (B)(6) female pt who has a "tremendous amount of lines and cracks" with two syringes (2cc) of belotero to the perioral region: side of mouth, below the nose, below the cheek, above the mouth, mostly to the area from the nose out toward the jaw at a 45 degree angle using a serial puncture technique. Injector said she probably used too much product and massaged too much. The areas of injection were bright red prior to pt leaving the office. The areas became raised and injector thought patient would scab. Injector asked to speak with a merz nurse and consult was arranged. (B)(6) told the merz nurse that she used a cotton swab along with arnica and aggressively massaged the area on concern. Upon leaving the office the pt was experiencing significant erythema to the massaged region. After leaving the office the pt continued to massage with arnica and a cotton swab and info (B)(6) it felt "stingy" when she applied the arnica. The pt had scabbing in area of injection, non herpetic in nature.

Manufacturer narrative:
The doctor thought the area was necrotic, but (B)(6) did not. (B)(6) gave pt some tns recovery complex and some dermal repair. (B)(6) said the pt looks good, but is still a little red right now. The pt golfs a lot so (B)(6) advised her to keep covered when in the sun. (B)(6) said she may have to do a series of vitalize peels on the area. (B)(6) has seen the pt twice and she looks good. On 04/10/2015, (B)(6) reported the pt did scar, with a 2 inch x 1/4 inch (maybe less) abrasion scar.